Manufacturer narrative:
One processor pca was received, which was replaced as a precaution. During lab test, the reported problem could not be verified or duplicated. There is no fault found with this processor board.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to deliver shock during "op-check test". It was concluded that the customer was performing an op check and observed that the device failed to deliver a shock. There was no reported patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to deliver shock during "op-check test." There was no reported patient involvement.